Manufacturer narrative:
No patient results involved in this event. Service was not dispatched for this event. A beckman coulter (bec) customer technical specialist (cts) advised the customer to replace the peri-pump tubing as the customer reported that the tubing appeared flat. After replacement of the peri-pump tubing, all portions of system check were within specification. (B)(4).

Event description:
The customer reported five consecutive system checks had failed due to washed portion mean and %cv out of specification for their access 2 immunoassay system (serial number (B)(4)). The customer changed aspirate probes, changed and primed the substrate and used new system check solution, but was unable to achieve a passing system check. The customer stated there had been no quality control (qc) issues during the week since the last passing system check and did not identify any erroneous or questioned patient results. There was no report of injury or change to patient treatment in conjunction with this event.